Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low battery alarm and blank display. The customer's blood glucose level at the time of battery alarm was unknown. Troubleshoot was conducted and the customer was advised they would be sent out replacement battery cap, but the customer hung up and disconnected from the call. The customer mentioned having had a seizure and going to the hospital. The customer stated they were not sure if it was caused by the pump. The customer's blood glucose level at the time of hospitalization was 30mg/dl. The customer states they had not eaten much that day.